Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This relates to the left device.